Manufacturer narrative:
The field service engineer determined a leakage in the flow path and replaced the pressure sensor. No further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys ca19-9 assay on a cobas e 411 analyzer (rack system). Patient 1: the sample initially resulted in a ca19-9 value of 43.24 u/ml and repeated as 10.7 u/ml. Patient 2: the sample initially resulted in a ca19-9 value of 76.6 u/ml and repeated as 7.5 u/ml. The questionable results were reported outside of the laboratory. The reagent lot number and expiration date were requested, but not provided.